Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floortherapy. It was reported the patient states that when she first got the device she could really see an improvement, but then the device stopped working well for her symptom control. Caller states that when she attempted to make therapy adjustments (increase stim) on her own she believes that she turned stim off or something because after she did this her symptoms returned. Caller states the main reason for call is to make sure her device/stim is on; patient services reviewed information and the caller confirmed that stim is on at 2.9 v. No further complications were reported or are anticipated. Additional information was received from the patient. They reported that they had a continuation of their therapy concerns. They did not think it had been working and they day prior they changed programs because the patient could not control their bladder. After cha nging programs they had terrible pains in their rectum and right side towards the buttocks, but nothing toward the vagina, the only felt the pain when lying down. They indicated they had tried programs 3 and 4. It was reviewed how to change programs, they tried programs 1, 2, 5, and 6 and reported that stimulation was not felt in the pelvic floor on any of them. The patient was feeling stimulation toward the buttocks; top and midline, the front of the stomach and pain on the left side of the buttocks. They indicated that stimulation was felt more toward the rectum on program 7, so they were going to stay there an monitor symptoms. They reported having a couple of bad falls. They also mentioned again the concern that they were turning therapy off and not realizing this turned the ins off. It was recommended they follow-up with their managing physician. It was noted their physician was out of office until november.